Event description:
Health care professional reportedly experienced out of range low errors while suing the act+ cuvette assay (hemochron elite system) in the operating room during an open heart surgery procedure. Three different elite instruments were used ((B)(4)) and two boxes of cuvette (lot #e4jac221) however low results were still generated. Health care professional noted giving the patient albumin during the time the act+ cuvette assay started reading low. It was also reported that fibrin splits were performed based on the recommendation of the lab.

Manufacturer narrative:
(B)(4). Method: actual device not evaluated. Process evaluation performed. Cuvette device history records reviewed and found to meet specifications. No related ncmrs, complaint trends, or CAPA identified. Result: no results available since no evaluation performed. Conclusion: device not returned. The device continues to be used during cardiac surgery without issue. The patient is reportedly doing well. Itc has requested all data required for form 3500a. (B)(4).